Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the middle button of insulin pump had unresponsive button and had to press the button a couple of times for it to work. The customer blood glucose level was 88 mg/dl. Customer was assisted with troubleshooting. While troubleshooting for keypad anomaly, customer found a crack on the back of the insulin pump near the railings. Customer stated that the scroll bar was moving with no input. Customer stated that the issues frequency was several times. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that the block mode was inactive. Customer stated that the button was not unresponsive during an easy bolus attempt. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.